Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - japan. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01689 0001526350-2023-01691 0001526350-2023-01692 0001526350-2023-01693 0001526350-2023-01694.

Event description:
It was reported that there was a foreign substance in the packaging. The event timing was during incoming inspection. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
Visual examination of the returned product/provided pictures identified various debris (hair-like and foreign particulates) within the sealed sterile packages - not within the acceptance criteria per 8.400 zpc - packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.